Manufacturer narrative:
Block b3: exact date unknown, event occurred at the beginning of the year 2024 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient had to frequently charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, was doing well post operatively and the explant device will not be returned per facility policy.